Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a continuous glucose monitor (cgm) alert did not enunciate as expected. Tandem technical support verified cgm alerts were received, however, customer alleged the alerts received were not audible as expected. The customer¿s blood glucose level was 123 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.